Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
(B)(4). Actual sample returned and evaluated. During sample evaluation it was found that the reservoir has a cut on the top perimeter of the bag, this could have caused the performance of the reservoir not to be as expected.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017, and the reservoir was connected to a drain that was placed in the abdominal cavity. The reservoir got swelled as soon as starting the suction, and was replaced with another one. There was no adverse patient consequence reported. No further information is available.